Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 38 months, displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. It is reported that the monitoring voltage was 2.70 v and the charge time 25.1 seconds.